Event description:
During the index procedure, one resolute integrity drug-eluting stent was implanted in the lad. It is reported that the patient experienced cardiac failure, dyspnea, stemi and died approx one month post index procedure. Investigator reported that the death was not related to the study stent.

Event description:
It is reported that the death was unlikely associated with mi. The patient was also suffering from chronic renal failure and sepsis prior to death.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction and death).